Manufacturer narrative:
On (B)(6) 2021 the complaint handling technician of infutronix provided the image for the affected administration set and visual inspection confirmed that white liquid stain was visible on the filter. The reported issue was confirmed.

Event description:
On (B)(6) 2021 a complaint handling technician of infutronix reported an issue on behalf of an end user: "an administration set model hs-008 lot 2006015 set was leaking at the filter." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.